Event description:
It was reported by the customer that during routine check, cs100 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, the user department informed that autofill failures warning device during machine testing, upon inspection, it was found that the balloon cable was not completely connected, causing the autofill failures warning to appear constantly. Connected the balloon cable to the extension tube and tested the machine, and found that the machine could be used normally. There was no autofill failure warning. The machine could be used normally.